Event description:
In 2009, the lay-user/patient contacted lifescan alleging that a one touch ultra meter was reading inaccurately high. The medical surveillance specialist (mss) spoke to the patient on june 8, 2009, and was able to obtain/verify information. The patient test his blood glucose 3 times a day. He tests before meals. The patient takes 22 units of lantus insulin in the morning and 18 units in the evening. The patient also takes metformin and sliding-scale regular insulin based on his meter readings above "180 mg/dl." The patient indicated that the alleged meter issue started on original date, at around 5:15 am. The patient reported blood glucose results of "302 and 261 mg/dl" with a lifescan meter and "201 mg/dl" on another meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of the "302 and 201 mg/dl" glucose results exceeds the expected value of < = 30% and/or < = 30 mg/dl. The patient was unable to recall when the reported results were obtained. He also was unable to find the results in his logbook. The day prior, the patient ate dinner as usual and got a pre-meal blood glucose reading of "164 mg/dl" which he did not feel was abnormally high. The patient did not take any sliding-scale insulin based on the result of "164 mg/dl." The patent took his lantus insulin as prescribed that night. The next morning at 5:30 am, the patient claimed that he woke up with symptoms of a cold sweat and not feeling good. The patient tested his blood glucose and got a result of "100 mg/dl." The patient explained that he only feels hypoglycemic whenever his blood glucose level is "70 mg/dl or less." The patient administered self-treatment by eating a candy bar which helped to relieve his symptoms. The patient explained that he wakes up in the morning with symptoms of low blood glucose at least once a week. The following month, the patient claimed that he woke up with a cold sweat again and got a meter reading of 65 mg/dl which he felt matched his symptoms. The patient was unable to provide additional information and had to disconnect the call with the mss. It is not known if the patient felt as though he could have prevented the hypoglycemic episodes. The patient was using a correct technique for testing with the reported meter. The patient was obtaining blood samples from his fingers but was not cleaning the puncture sites correctly. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he has developed symptoms of hypoglycemia as a result of the meter reading inaccurately high. In one case, the patient alleged that he got an inaccurate high result of "100 mg/dl" which did not correlate with his symptoms suggestive of severe hypoglycemia. In another case, the patient performed a meter-to-other meter comparison where the calculated difference of the reported results did not meet lifescan's criteria for accuracy testing.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.